Manufacturer narrative:
One ionicrf¿ generator was received into the lab for analysis. Ac power was applied to the ionicrf generator and the system successfully executed the power on self-test (post) with no faults detected. All modes were examined in this investigation. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned generator functioned as anticipated throughout investigation.

Event description:
During the procedure, after placing the electrode in the needle, the patient felt a shock. While the generator was powered on, at the moment of the shock, there was no sensory, motor, or rf output turned on. The procedure was able to be completed with no adverse patient consequences.